Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test, and unexpected error test. All of the operating currents are within specification. Off no power alarm functioned properly. The device was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test weren't performed due to prime/fill anomaly. The device had minor scratches on the display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The sales representative wished to return the device. It is unknown for what reason. Customer's blood glucose was unknown. The device is being returned for analysis.